Event description:
On (B)(6) 2010, it was initially reported that a pt was never having therapeutic effect following their implant procedure. The pt's status was fair. On (B)(6) 2010, it was further reported that at one point a kinked catheter was found and it was revised. No volume discrepancy was noted and the logs noted that the pump functioned normally. The pump, however, was explanted. The pump had administered dilaudid (concentration and dose rate was not reported). On (B)(6) 2010, it was reported that the pt was seen on (B)(6) 2010, for a refill. The pt was receiving 4.0 mg/day of morphine. The pt did not have any symptoms at that time, except they stated that the pump was not providing any relief. It was noted that no testing, troubleshooting, or actions were done by the physician. The pt was placed on oral medication, and had recovered from the explant procedure. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.